Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attached. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system and capsule were returned to medtronic for evaluation. The trocar needle was advanced. The delivery system was not bent and the plunger was not broken. The emergency release on the delivery system was not implemented. The capsule electrodes were visually acceptable. There were no signs of tissue or blood on the product. The delivery system did not have any signs of visible damage. As the product was received, the device was functioning per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure the esophagus appeared to be normal. The device operator was performing this procedure for many years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.